Manufacturer narrative:
Investigation: production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and x-ray analysis: the patient spine is not well balanced at 1 year follow up. The company advised to access the control pin and release the ratchet to reduce the implant tension on the secondary curve. This complaint is first of its kind using the apifix system, so the root cause is unknown. On the (B)(6) 2021 a revision surgery was done successfully. Risk assessment: the rates of the trunk imbalance after ais surgery is well within the literature reported rate of 0.43%.

Event description:
The distributor consulting regarding potential next steps to treat this patient since the patient spine is not well balanced.